Event description:
It was reported a revision surgery took place (B)(6) 2012 to remove two broken revere pedicle screws from pt. Initial surgery took place approximately 1.5 - 2 years ago. Original construct was an l4-s1 fusion with revere screws and transition 2 level pre-constructed rods. Revision surgery was needed due to l4 bilateral screw breakage. Both breaks were mid thread near the pedicle/posterior aspect of the vertebral body. There were no complications during the revision surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the 6.5mm revere pedicle screw 50mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. The date of manufacture cannot be determined without lot number.